Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified chemotherapeutic agent. After an unspecified length of time in use, the customer contact reported an unspecified volume of solution leaked from the filter. The solution that spilled was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).